Manufacturer narrative:
Reliability analysis evaluated 1 opened quick-serter for locking and proper operation per (B)(4) and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
The customer reported that she was having issues with her quick serter. Customer believes this is causing her blood glucose to be high. Customer's blood glucose was 564 mg/dl. Customer treated her high blood glucose and was drinking a lot of water. Customer stated that the infusion set kept sticking to the serter when inserted. Advised the customer that quick serter would be replaced. Customer also mentioned that the high blood glucose could also be due to a lot of stress. Customer declined to troubleshoot for high blood glucose. No further information provided.